Event description:
Adverse event(s): "no pt info given" (no info). Product problem(s): "footswitch wasn't working" (device inoperable). A nurse reported the foot pedal stopped responding. The foot pedal was switched out and the case was completed without further incidents. Pt impact is unk.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).